Manufacturer narrative:
The customer's glidescope core 10-inch monitor is not expected to be returned to verathon for evaluation, therefore the cause of the reported issue could not be determined. The customer reported they were going to update the software on their monitor and continue monitoring to see if the issue recurs. No further information has been made available to date. Review of complaint history for the reported monitor serial number identified one (1) prior complaint reported to verathon in 2021, however, the issue from this prior event was determined to be due to a faulty glidescope core smart cable. Trending analysis for glidescope core monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported during use in a case, the screen on the glidescope core 10-inch monitor was freezing. It was reported that the same unit continued to be used, with the frozen monitor described as inconvenient. No delay in procedure or harm to the patient was reported. The facility's biomedical engineering department reported being unable to duplicate the issue following the reported event.